Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia at approximately 300 mg/dl during an infusion set and supply change, after which supplies were replaced and insulin delivery was resumed without further device issues, and the user planned to monitor blood glucose. Symptoms included elevated blood glucose without reported systemic illness or acute complications. Outcomes included no emergency care, no hospitalization, no professional medical intervention, and no use of backup therapy. Investigation included customer follow-up attempts and product technical support review. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia event. It was concluded that the event was user-reported hyperglycemia with cause not determined and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.